Event description:
It was reported that a patient underwent cataract surgery, during which a toric preloaded intraocular lens (iol) with 21.5 diopter was implanted. After the procedure, the patient reported unsatisfactory far vision, specifically experiencing blurry vision, which was identified during the post-operative examination. In response to this complaint, an intraocular lens exchange was performed. The original lens was explanted and replaced with same model lens with 20.0 diopter. No further information was provided.

Manufacturer narrative:
. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.